Event description:
It was reported that video system center's switch was broken and there was no image when connecting the scope. The issue occurred during preparation before the procedure, which was completed using the same set of equipment without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.